Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to implant an artificial urinary sphincter (aus) after previously having an advance sling device implanted. The patient was experiencing continued incontinence after the sling. No patient complications were reported in relation to this event.